Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax mesh and bard mesh (bard flat mesh) on (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d4, d.6a (date of implant), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax mesh and bard mesh (bard flat mesh) on (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic assisted repair with the implant of 3dmax mesh (device 1) and removal of synthetic patch. Per op notes, "a 3dmax mesh (device 1) was placed to the preperitoneal space using sutures." (B)(6) 2018 - patient was diagnosed with recurrent double right inguinal hernia thereby underwent open repair with the implant with bard flat mesh (device 2). Per op notes, "hernia was reduced, a bard flat mesh (device 2) was placed to the inguinal ligament using sutures."